Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Device UDI not provided as this product is no longer manufactured. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a cranial biopsy, the navigation system became unresponsive when attempting to perform a registration. The navigation system could not be restarted as an operating system (os) failed to start. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.